Event description:
The pt had stimulation in the wrong location; it was not covering her pain. Over the last several months it had been moving and was not in the right place. Reprogramming did not resolve the issue. The pt was scheduled to have the leads and ins replaced but the surgery was cancelled due to the pt developing a urinary infection. The surgery was pending. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).